Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No further information is available. If broken post op when removing drain from the patient: the drain was broken from the beginning. Was the broken drain removed completely from the patient? Please see above. Were any pieces left inside the patient? Please see above. If yes, was the patient taken back to the operating room to remove the broken drain surgically? If not already removed, are there any plans in place to remove the drain from the patient? What is the current condition of the patient? No further information is available. Device return status: the device has been received at sukagawa and will be shipped. Please check rmao. No further information will be provided.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6)2022 and a drain was used. The drain was broken from the beginning. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4) additional information: d9 h3 evaluation: one used sample of damaged drain was received for evaluation, size 85 mm (actual size of drain is 1200 ± 15 mm). During evaluation of complaint, drain sample found with slit cut which seems to be done with sharp object. Complete drain sample not received for evaluation. Manufacturer performing 100% visual inspection before release of product. So this defect can not be generated during manufacturing process. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.